Event description:
Patient called to report an adverse reaction to her adt health watch band. Patient stated she wore the band for less than 5 days and when she took off the band she noticed a red rash under where the device was. Patient stated the rash was an allergic reaction to latex rubber and had taken off a couple layers of skin and seemed to be getting worse. Patient is very concerned and worried for other people who might have an even worse reaction to latex rubber and do not know this device contains it.